Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt has had two catheter revisions in 2 yrs (see MFR's report #3004209178-2011-00641 for the most recent catheter revision). Due to the "catheter problems", the pt had not been receiving a lot of relief. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.